Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number 1627487-2014-00212. The patient's (B)(6) therapy system consists of two percutaneous leads from different lots. It was reported the patient is experiencing pain along the lead site. The reported discomfort began following the patient's recent run. Upon examination, the physician suspects an infection may be present. In addition, x-ray imagery confirmed lead migration. Surgical intervention will be undertaken at a later date to address this issue.